Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h10. Visual examination of the provided pictures identified the explanted stem, head, and liner. The devices were covered in bio-debris. No further evaluation could be made from the provided pictures. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, the patient was revised due to unknown reasons one month post implantation.

Manufacturer narrative:
(B)(4). D10: unknown stem unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.